Event description:
It was reported that during implant procedure, the physician had a difficult time placing the atrial lead, was not getting adequate sensing. The lead was not used and a new one was placed successfully.

Manufacturer narrative:
(B)(4).